Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2019. The customer blood glucose level was unknown at the time of hospitalized. Customer stated that they treated for low blood glucose value with glucose tablets. The customer stated that the auto mode feature was active. Customer stated insulin pump was over delivering the insulin. Customer also stated that there were no response from any button. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer was able to successfully clear the alarm and all buttons are responding. The insulin will be returned for analysis and reservoir will not be returned for analysis.